Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported ¿high impedance¿ was confirmed. Analysis of the returned lead found all internal wires in the header were broken. The root cause of the fractures is unknown as the patient did not report any falls, trauma or accidents prior to the reported allegation.